Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. During the evaluation it was observed that the adhesive of the curved rubber was missing. It was also observed that the label of the video connector had come off. It was observed that the video connector case was cracked due to external factors. Lastly, it was observed that scratches were on the following unit components due to external factors: the operation part, the grip, switch 1 and 3, video connector, light guide connector, light guide cover glass and on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope error (e216) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 4 years since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible causes to the reported phenomenon: a) a defect of the image sensor unit, failure of the internal board of the video connector or system caused the event. During a follow - up with the user facility, it was confirmed that: the device was not inspected prior to use; however, it was indicated that the product issue was discover prior to a therapeutic hernia procedure. The reported issue caused a 10-minute delay, but the procedure was subsequently completed with a similar device. No other devices were involved in the event. Olympus will continue to monitor the field performance of this device.